Event description:
Patient with invasive bladder cancer admitted with gross hematuria requiring continuous bladder irrigations. Underwent turbt and fulguration, perineal urethrostomy and evacuation of bladder clots. On removal of resectoscopye, the distal end and insulating portion broke off and was seen in the bladder. This piece was removed with a fogarty catheter. No active bleeding was noted on final inspection. The patient remains in the hospital for his underlying condition (continued hematuria).